Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is 200-210mg/dl two hours after eating. Based on parkes error grid analysis, the bias between the lowest result given (107) and the normal result (210) is located in zone b/c. No adverse event reported.